Event description:
On (B)(6), 2012 clinic notes dated (B)(6), 2012 were received from a vns treating physician. Review of the clinic notes revealed that the patient¿s mother stated the patient was recently hospitalized from (B)(6), 2012- (B)(6), 2012 due to a stroke and a hole in her heart told to her by cardiology. No outpatient cardiology has been set up at this time per the patient's mother. The patient has residual speech difficulty and right upper and lower extremities weakness. The patient has been provided with speech, occupational, and physical therapy. The patient is currently on asa 81mg per day. No new stroke-like symptoms have been reported since then. The patient's blood pressure was noted to be 124/76. The patient's assessment includes stroke/cerebral thrombosis with cerebral infarction. Attempts for further information have been made to the physician but have been unsuccessful to date.